Event description:
It was reported multiple occlusion alarms. There was no adverse impact to the customers blood glucose. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin administration.